Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus india (omsi). The reported phenomenon could not be reproduced, but was confirmed it occurred. No problem with all connections inside the device was found. No abnormality such as oxidation marks and liquid seepage marks was found on the cp board. Omsi assumed that the reported phenomenon was due to some fault in the cp board. The cp board of the device returned to omsc for evaluation. Although the cp board was assembled to another otv-s300, the reported event wasn¿t reproduced. Only a year has passed since the device manufactured. The exact cause of the reported phenomenon could not be conclusively determined. It may be caused due to an accidental failure of the cp board.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred due to failure within the circuit board.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a laparoscopic repair of vault prolapse, the front panel of the subject device went blank and no endoscopic image was displayed on the monitor. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.